Manufacturer narrative:
Because this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the issue would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an e3 foot pedal malfunctioned and caused a motor to run and would not stop; there is no indication that injury resulted. The foot pedal was changed and the device worked correctly.